Event description:
A sheriff's deputy took out AED to help a man having a heart attack at a gymnasium. When the AED was opened, the machine stated the battery was low. The shock was performed and the pt was saved, but the battery had to be replaced 2 yrs before it should have worn out. Manufacturer was notified and new battery was sent without cost.